Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed evidence of electrical damage due to burned-out relays and contamination on the board. The customer reported issue was confirmed during evaluation. Burned relays and board contamination were observed and identified as the root cause of the failure. The electronic assembly was replaced, calibrated, and tested, and subsequently passed all functional and electrical tests.

Event description:
It was reported that the device was arcing electricity between relays and missing some of the digits in the display as well. The device was not heating and the issue was observed during start up. There was no patient involvement. Evaluation of the returned device confirmed evidence of electrical damage.